Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Information was received from a manufacturer representative and a trial patient during an advanced evaluation trial. The trial started on (B)(6) 2016. The patient went to the hospital on (B)(6) 2016 because there was a lot of redness at the lead side. Daily, it had been getting itchier and that night she couldn't take it. There was a lot of soreness and the patient was treated for an allergic reaction and infection. The manufacturer representative was not aware the patient had an allergic reaction and was only aware that therapy had failed and was not helping her symptoms that were being tested.